Event description:
It was reported that patient underwent bi-lateral knee arthroplasty procedures utilizing patient matched implants with the left initial procedure occurring on (B)(6) 2004, and the right initial procedure occurred on (B)(6) 2004. Subsequently, on unknown dates the patient had both knees revised to total knees due to pain. During the revision procedures, the surgeon noted a black substance that the surgeon alleges was due to incompatibility of the materials used in the implants. The patient was further revised on unknown dates with more black material being noted. Details of the latest procedures have not been provided.

Manufacturer narrative:
Event date - event date unknown. Explanted date - revision date unknown. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "sensitivity reactions in patients following joint replacement have been rarely reported". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00564 / 00565).